Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the inability to retract the balloon catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all products are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. Return of the voyager catheter may have aided in the investigation and determination of cause. Without the product to examine a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported.

Event description:
It was reported that a balance middleweight (bmw) guide wire was put down in the unknown coronary vasculature and then a voyager dilatation catheter was put down over it. Pre-dilatation was performed and both the bmw guide wire and voyager were removed. Upon viewing the bmw guide wire, it was observed that the tip of the voyager was still on the guide wire. No resistance was reported during use of the devices. However, based on the separated balloon catheter tip on the guide wire, it appears that some resistance may have occurred. A new guide wire was used and additional angioplasty was performed successfully. There was no patient injury. There was no clinically significant delay in the procedure. No additional information was provided.